Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of connection and an adverse event. Date of issue is an approximation. It was reported that the patient was at work and did not have signal on the continuous glucose monitor (cgm) to check his blood sugar and decided he was going to eat a big breakfast. The patient gave himself 2 glucose shots to prepare himself for the breakfast then went to work without eating. The patient's coworker walked by his office and picked him up after he had tanked and called 911. When the ambulance showed up they gave the patient a dose of d10. The emergency medical technician (emt) did a finger stick and it showed 20 mg/dl. The emt stuck around on scene until the patient's blood glucose (bg) came up to 131 mg/dl. Additionally, the patient stated that they had symptoms of low blood sugar and believed that the event was caused by having no signal on the cgm. At the time of contact, the patient was not having issues. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via log review by the findings of a loss of connection. A root cause could not be determined.